Manufacturer narrative:
(B)(4). Concomitant medical products: 650-1064, cer option type 1 tpr sleve -6, 173400; 650-1057, cer bioloxd option hd 36mm, 505750; 6202-58-22, trabecular metal acetabular shell, 61834540; 6305-58-36, trilogy acetabular liner standar longevity, 61830748. Customer has indicated that the product will not be returned to zimmer biomet for investigation, (product location unknown). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient underwent revision surgery approximately 2 years post implantation due to subsidence and gross signs of stem loosening. No further information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4). Reported event was confirmed by review of x-rays and medical records provided. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Per the revision op note, the patient was revised due to pain and stem loosening & subsidence. Patient experienced increased severe pain. Upon entry, stem was found to be grossly loose and easily removed. Two super cables placed at small calcar crack. Per the x-ray review, minimal lucency was found along the proximal aspect of the femoral component medially and laterally. There is a very subtle oblique lucency at the lesser trochanter level that may represent a very small non-displaced fracture.